Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the arterial, venous and internal pressure readings are wrong. The failure occurred during priming and treatment. The affected hls set was discarded as the failure was reproducible with multiple demonstration hls sets. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-06. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis neither a pump stop occurred nor an error message was displayed. The fst confirmed that the root cause for the pressure reading failure is that the socket of the pressures had a loose contact which was originated by external forces. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up). Moreover, in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated that the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. The review of the non-conformities has been performed on 2022-10-26 for the period of 2017-10-01 to 2022-10-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-10-01. Based on the results the reported failure "wrong pressure readings" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Pressures of the pressure sensors is not valid. At priming pven -500; parts +500; pint +500mmhg. According to users, it is often the case that at least one value is not valid: always + or - 500mmhg. Complaint ID: (B)(4).